Event description:
The account alleged the head of the bed will not raise. No patient impact.

Manufacturer narrative:
The technician found the head section would only raise to twenty five degrees. No further information is available on the repair of the bed at this time.